Event description:
As reported via legal documentation, a patient had right total knee replacement on (B)(6) 2019. They underwent revision surgery on (B)(6) 2021, approximately 2 years 1 month after their primary procedure due to acute pain, component loosening, and consistent instability. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-020-11-0340 - truliant ps cem fem ps cem right sz 4. (B)(6) 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 201-78-25 - small headed sharp pin, 1 1/8" 4 pack. (B)(6) 201-78-82 - collar fixation pin 2pk 40mm, quick release. (B)(6) 201-78-89 - 3" drill bit, mod. Hex 2 pack. (B)(6) 201-78-89 - 3" drill bit, mod. Hex 2 pack. (B)(6) 02-020-11-0340 - truliant ps cem fem ps cem right sz 4. (B)(6) 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 201-78-25 - small headed sharp pin, 1 1/8" 4 pack. (B)(6) 201-78-82 - collar fixation pin 2pk 40mm, quick release. (B)(6) 201-78-89 - 3" drill bit, mod. Hex 2 pack. (B)(6) 201-78-89 - 3" drill bit, mod. Hex 2 pack. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.